Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible premature battery depletion, the device was replaced after reaching eri. It was also reported that the lv lead was at "high settings". The device was replaced, the lead is still in use. No patient complications reported as a result of this event.